Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not clipping. The customer thought that the tissue was thick, so they resected the tissue around the duct, but the issue persisted. The customer tested the instrument and found that the clip applier was not fully clamped by hands nor when installing in the instrument arm. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was unknown as the customer returned all used instruments at once. The instrument was inspected prior to use with no abnormality. The customer found the instrument had a clipping issue while applying the medium-large ligating clip. The customer resected trivial amounts of the soft tissue around the duck, and it was a standard surgical step to skeletonize the tissue. There were no unusual tissue factors present in the patient. According to the surgeon, this event did not impact the procedure as a whole and had no affect the patient¿s health. The resection of tissue did not result in any permanent functional impairment in the patient. The vessel was less than 10 mm in diameter and the excised tissue did not need repair. There was no concern about this event causing any long-term complications with the patient. The patient had no injury or harm. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No fragment fall inside the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier (mlca) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No misalignment of grips was observed. A ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively. The grips clip test was performed and passed on three consecutive attempts. No image or video clip for the reported event was submitted for review. In addition, an instrument log review of the product related to the complaint and the event verification cannot be performed as no log information was available. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the clipping function of the medium-large clip applier instrument was not working. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.